Manufacturer narrative:
The reported reader (B)(6) was returned. Visual inspection has been performed on the returned reader and no issues were observed. Built-in test was performed and all results were within specification. No error message was observed. Therefore, issue in not confirmed. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification.       The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 9 message on their meter display and was unable to obtain readings. As a result, customer experienced dizziness and low sugar. The customer received third-party and hcp treatment of glucose. In addition heart medication, water tablets, and blood thinners were also provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 9 message on their meter display and was unable to obtain readings. As a result, customer experienced dizziness and low sugar. The customer received third-party and hcp treatment of glucose. In addition heart medication, water tablets, and blood thinners were also provided. There was no report of death or permanent impairment associated with this event.